Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 24g x 0.75 in had air bubbles / air in line material: 383590 batch#: unknown. It was reported by the customer that IV inserted, could hear air when trying to draw blood and syringe had bubbles. Attempted to flush during blood draw was leaking @hub. Needed to be removed. Verbatim: IV inserted, could hear air when trying to draw blood and syringe had bubbles. Attempted to flush during blood draw was leaking @hub. Needed to be removed.

Manufacturer narrative:
Investigation results: since no photos or samples displaying the reported condition of air bubbles / air in line were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.